Event description:
The following has been reported: nurse reported: the needleless connector on the cassette secondary port popped off during infusion. No patient harm a preliminary review of the logs identified the following issue: administration set breaks (any part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.